Manufacturer narrative:
Concomitant medical product - model: ddmb1d4, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had developed an infection post an implantable cardioverter defibrillator (ICD) changeout procedure. It was noted that an antibacterial absorbable envelope was utilized at the time of the changeout. The ICD system has been extracted. No further patient complications have been reported as a result of this event.